Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013: contamination found on the force sensor assembly.

Manufacturer narrative:
Submitted: 06/05/2013, animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: review of the black box and download history revealed several large primes in the prime history. On testing, the pump successfully performed a rewind, load and prime sequence without loss of prime. The force sensor was evaluated and noted to be out of specifications. The pump was opened for investigation and revealed contamination on the force sensor assembly. Recall #2531779-03/24/2010-003-r.